Event description:
Customer reports: the device broke in the pt's right shoulder while it was being implanted into the glenoid. The loose pieces were retrieved and removed arthroscopically in conjuction with the scheduled procedure. Further communication with the hosp indicates no adverse consequences were reported with the pt. This device is used for treatment.

Manufacturer narrative:
The device has been returned and investigation is in progress. A follow-up report will be submitted upon completion of the investigation.